Event description:
It was reported that a pt underwent an unk surgical procedure. Post-operatively, the pt experienced an allergic reaction.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation. Will be submitted in a supplemental 3500a form. Add'l info: there are two possible devices involved in the event as follows: coated vicryl (polyglactin 910) suture coated vicryl plus antibacterial suture.